Event description:
The home healthcare company reported that "patient only uses vent at night and during the day, the mother checks the vent to make sure everything works. When she turned it on, it shut back off". Not on patient at the time of the reported event.